Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical tests performed. The device passed the tests performed. The older device configuration is not currently manufactured. This is a final report.

Manufacturer narrative:
UDI number: ni.

Event description:
The recipient reportedly experienced poor performance. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.